Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that noise was observed. When the pocket was opened, the setscrew could not be loosened or tightened. Normal function was seen with a new generator.